Manufacturer narrative:
H6- 4581: valvular disorder. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed right heart failure and was admitted. They had peripheral edema and ascites. It was noted that the patient had right ventricular dysfunction and valvular disorder. The patient received drug therapy and was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was communicated that the hospital was contacted but will not provide any further information related to the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The IFU, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. The IFU states that patients may develop right ventricular failure during or shortly after implant. This document also outlines indications of right heart failure and provides the recommended treatment options. No further information was provided. The manufacturer is closing the file on this event.